Event description:
Information was received from manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). They state patient was not getting relief from their system so they had it explanted on an unknown date.

Manufacturer narrative:
Continuation of d10: product ID 977c165, lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the implant was removed because they started having headaches, speech problems, and neurological problems after the implant was installed, on (B)(6) 2023 or after 30 or 40 days after implant. Patient's pain management doctor told them that the implant was probably installed wrong and that the pain management doctor wouldn't have installed it that way. The implant was dangerously close to the spinal cord so the surgeon just removed the implant. Implant was removed probably (B)(6) 2023.